Manufacturer narrative:
H3: product analysis: evaluation determined that bearings are detached. The likely cause of failure was due to corrosion. It was noted that tool stucks while inserting in the attachment, bearings were found out broken and corroded, spring and washer also found corroded, pins of attachment also found corroded and burr guide showed traces of corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use the attachment had internal bearing broken. There was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.